Event description:
Pt's device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 6, output status ok), which indicates that the generator is delivering vns therapy but having to work harder due to increase in resistance of the vns therapy system. Previous diagnostics performed 4 months prior indicated proper device function at that time (ok impedance, dc dc code 2). The elective replacement indicator is currently no, indicating that the generator had not reached end of service. Using parameters provided by the treating neurologist, the generator battery longevity calculation was performed and estimated 5.19 years until the elective replacement indicator would trip yes. Therefore, it is not likely that generator is approaching end of service. X-rays were performed and neurologist facility reported that no anomalies were observed. In recent months, the pt's seizures had returned to pre-vns therapy seizure baseline. Reporter indicated that there has been no change in medications within the last year. Potential device malfunction is suspected because the increase in seizures event suggests that the device is no longer providing the intended therapy resulting in pt's decrease in efficacy.